Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se downloaded the lasted software revision, and updated the universal serial bus (usb) to resolve the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilators display became blank. The patient was transferred to another ventilator without harm.